Event description:
Caller reported that charging supplies started to get hot while charging the pump. Customer's blood glucose level was not adversely affected. Ultimately, the customer reverted to an alternate method of insulin therapy.